Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the customer noted visible blood in the helium tubing, but inquired if therapy could continue while transporting the patient to receive a new iab. Although blood was noted the blood did not reach the iab pump (iabp). The customer was advised at the time to discontinue therapy and to disconnect the pump. The customer then discontinued therapy. The insertion site was axillary and the patient's seventh iab. The current iab had been inserted for a few weeks. There was no reported injury to the patient.